Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom on 31-may-2024, it was reported by the patient that infusion set tubing came apart between the cannula site in the skin and the secondary anchor point within one day of use. Infusion set was placed in stomach. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom.